Event description:
It was reported that the device was displaying the charge pak and the attn icons. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.